Event description:
Pump declared alarm 20 while the customer was in the pumping process. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in loading a new cartridge using the correct technique and successfully resumed insulin therapy. Original cartridge lot number was unavailable.